Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of failure code 570:320:654:0000 was confirmed during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the battery and harness were replaced.